Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer had been experiencing severe low blood glucose levels. It was also stated that the customer was in a car accident and was hospitalized recently. The mother didn't want to troubleshoot, and asked to have the insulin pump replaced. Nothing further was reported.